Event description:
A call was received from the customer inquiring on the compatibility of the sterrad nx and an (B)(4) flexible ureteroscope. During the conversation, the customer reported that an (B)(4) dur 8 ureteroscope was damaged after processing in the sterrad. The customer indicated that the black coating about 3 " from the tip blew off. There were no reported patient or employee injuries associated with this event.

Manufacturer narrative:
(B)(4) - damaged device. Insufficient information to draw a conclusion at this time. The sterrad nx install date was 09/08/2008. The device is approximately eight months old and it is used occasionally. The number of cycles for this device is unk. The device has never been damaged prior to this occurrence. The device was prepped for sterilization using aptimax tray, sterrad mat, and was wrapped in kim guard sterilization wrap. The sterilization cycle used was advanced. The cycle completed. A copy of the completed cycle print out was provided to asp, and the one second data for the sterrad nx unit has been requested. The facility contacted the manufacturer of the device regarding the damage, however to date, feedback from the manufacturer on the damage and compatibility with the sterrad nx has not been received by the customer. The customer was advised to submit the device to the device manufacturer for evaluation. The customer indicated they followed the device manufacturer's cleaning instructions: use endozyme cleaning solution, use a syringe and water to flush/rinse the internal lumen, and use alcohol to dry the internal lumen. The cleaning solution used was ruhof endozyme. The facility has not had changes to the cleaning process or in the products used for cleaning devices. Previous sterilization or high level disinfecting modalities at this facility included steris. Currently, only the sterrad nx is being used. There are no photographs of the damaged device available. The sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.